Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2014 (18:08): ck-mb=2.12 u/l, normal upper limit 4.08; (B)(6) 2014 (06:50): troponin I=0.012 ng/ml, upper reference limit 0.035; (B)(6) 2014: ck=96 u/l, normal upper limit 170; (B)(6) 2014: ck-mb=6.16 u/l, normal upper limit 4.08. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, dissection is listed in the xience xpeditions instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a 3.0x23mm xience xpedition stent was successfully advanced and implanted in the distal circumflex (cx) coronary artery. Following, a 2.5x23mm xience xpedition stent was implanted in the posterior descending coronary artery and a dissection was noted. Another 2.5x15mm xience xpedition was successfully implanted as treatment. On (B)(6) 2014, the creatinine kinase-myocardial band (ck-mb) was elevated, less than two times the normal upper limit without reported treatment and the patient was discharged home. There was no additional information provided.